Manufacturer narrative:
The reported complaint of leakage was confirmed based on the video provided by the customer. A video was provided by the showing a leak from the pressure tubing. The leak from the pressure tubing shown in the video was not returned for evaluation. During visual inspection of the sample, the transpac was received broken from the three (3) way connectors. A part of the transpac's male luer is still inside the female luer of the three-way stopcock. The probable cause of the separation had occurred due to unintentional bending forces applied on the traspac during use. The rest of the returned set was primed and pressure leak tested, no leaks were observed. Without the return of the reported sample, a probable cause could not be identified. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
A video of the device is available for evaluation; however, it has not yet been completed.

Event description:
It was reported that, on an unknown date, an unspecified tubing generated a leak. A video showing a defective tubing was provided. As shown in the video, an unknown liquid was leaking from the tubing. There is no additional information available at this time.